Event description:
It was reported that shortly after implant in 2007 the patient was in the hospital and was sleeping all the time, "in never, never land". Additionally, the patient had a bad pain in her back; she was ¿screaming in pain, it was excruciating¿. The physician found "the thing in her back fell out and medicine was going into her body". She was in the hospital and they had to "re-do it". Following the catheter revision, things were ¿fine/ok". Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2007. Product type: catheter. (B)(4).